Event description:
The customer contacted heartsine to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to heartsine for evaluation. The product assessment center technician was able to duplicate the reported issue. The cause of the issue was determined to be corrosion within the membrane panel of the on/off button. The pac tech also found that the pogo pin failed; this may prevent the device from powering on which may prevent or delay defibrillation therapy. The device log showed the device has been stored outside indicated conditions. Root cause of both issues was traced to the environment.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device would not power on. There was no patient involvement reported with the event.